Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint. Leak testing confirmed moisture ingress into the pump through the crack in the battery compartment resulting in moisture throughout the interior compartment of the pump affecting the display and all printed circuit boards.